Event description:
The patient was getting good stimulation; the amplitude was around 3 volts. It was noted that one lead was off mid-line, but they had been able to program the other lead with good response. Then the patient experienced a loss of therapeutic effect; no stimulation. There was no known accident or incident related to the event. They increased the amplitude to 9 volts without sensation. The patient reported a tingling at the lead site. Impedance measurements were normal. Palpating did not cause the stimulation to change. An x-ray was taken (date not reported) and showed that the leads had moved. The physician was planning to revise the leads. Additional information has been requested, a follow-up report will be sent if additional information becomes available.